Event description:
It was reported that a system error 2240 (air in line/set) alarm that occurred on the homechoice device during dwell three of five of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was discovered that there was an open clamp on an unused supply line. The power was cycled to clear the alarm. Proper procedures per the user manual were reviewed with the patient. The technical service representative advised the patient to complete therapy with new supplies or manual exchanges. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4).this is a report of a system error 2240 alarm that was caused by an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.